Event description:
It was reported that the patient presented for remote follow-up via merlin.net with episodes of non-sustained right ventricular over-sensing recorded on the implantable cardioverter-defibrillator. The episodes were a result of post-paced t-wave oversensing. Programming adjustments were discussed; however, no interventions or patient symptoms were reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that programming interventions were made. However, episodes of post-paced t-wave oversensing persist. The patient was not symptomatic.